Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The battery had not really worked and hadn¿t been doing much good so it had been off for about 2-3 weeks prior to the report. The patient had not charged for 2-3 weeks either. The patient used to charge every day until 2-3 weeks ago. It was noted that the battery pack would not work; it didn¿t have any juice and the patient could not charge it. The patient usually charged it every night but they didn¿t use it for a week or so and now it wouldn¿t work. The patient had not had stimulation for 2-3 weeks. There was a problem with the patient programmer. It was further reported that there was a communication problem. The patient was trying to recharge their device but was unable to get coupling bars. The battery would not turn on. The patient saw the recharger screen showing that the battery was 75% full. There was no ¿lightning bar¿ that showed the stimulator was charging and it was ¿not lit up¿. The patient tried repositioning the antenna but the recharger was only showing the top row and nothing else. The patient continued to reposition the antenna but was unable to get coupling. The patient saw a reposition antenna screen. The patient never used the recharging belt. The patient tried using their patient programmer but got a poor communication screen. It was further reported that the patient was still having concerns with their device or therapy but had not sought further help. The patient also noted that they were looking for a doctor and that they had an (B)(6) appointment with a doctor. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).